Event description:
The surgeon was transecting the colon in a v fashion. On his second fire the stapler fired as expected, but when the sulu was removed, the staples were not formed on the distal side of the proximal bowel. Leaving the bowel open inside the abdomen. The surgeon converted from a laparoscopic approach to an open approach to prevent risk of sepsis due to an open bowel. The staple line of the left laterial side of the transection was intact with proper 3 rows of "b" shaped staples. The knife blade cut the tissue as expected. No intervention required with pt as a result and the pt is reported to be recovering. The surgeon reports the tissue was unusual/complicated in that there were alot of adhesion formations. The device is being held by the facility pending the final results of their internal investigation by risk managment.